Manufacturer narrative:
A replacement power supply was sent to the customer. Product was rec'd and evaluated by qe and confirmed a breach in the transformer housing. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
Customer reported that the prongs were pushed in. Upon receipt of product at medela, qe reported a breach in the transformer housing exposing the underlying electronics which is a safety risk.